Manufacturer narrative:
This report is for an unknown locking screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an initial procedure using an open reduction internal fixation surgery for medial femoral neck fracture with the femoral neck system (fns). On (B)(6) 2020 the patient fell during rehabilitation while walking on their toes due to pain on the affected side. The patient lost their balance, fell and hugely dislocated the bone head. On (B)(6) 2020 the total hip arthroplasty (tha) surgery was performed successfully. The surgeon thought that there was no device defect. This report is for one unknown locking screw. This is report 4 of 4 for (B)(4).